Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 11 inappropriate shocks overnight the day after implant. The patient was mentioned to be psychologically traumatized as a result. Technical services (ts) reviewed the event and discussed there is a flatline wandering or very small r-waves of the primary vector. X-ray was performed and it showed the electrode very high, however, ts mentioned the position of the x-ray is not very adequate. Ts advised to perform another x-ray to verify the electrode position and connection and it was observed that the primary and alternate vectors present artifacts, however, the secondary vector does not show artifacts, which could be because of air entrapment at xyphoid site. It was advised to program the device off and monitor the patient for 48 hours as the air could be absorbed. The device remains programmed off at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of inappropriate shock is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains in-service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this inappropriate shock has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 11 inappropriate shocks overnight the day after implant. The patient was mentioned to be psychologically traumatized as a result. Technical services (ts) reviewed the event and discussed there is a flatline wandering or very small r-waves of the primary vector. X-ray was performed and it showed the electrode very high, however, ts mentioned the position of the x-ray is not very adequate. Ts advised to perform another x-ray to verify the electrode position and connection and it was observed that the primary and alternate vectors present artifacts, however, the secondary vector does not show artifacts, which could be because of air entrapment at xyphoid site. It was advised to program the device off and monitor the patient for 48 hours as the air could be absorbed. The device remains programmed off at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 11 inappropriate shocks overnight the day after implant. The patient was mentioned to be psychologically traumatized as a result. Technical services (ts) reviewed the event and discussed there is a flatline wandering or very small r-waves of the primary vector. X-ray was performed and it showed the electrode very high, however, ts mentioned the position of the x-ray is not very adequate. Ts advised to perform another x-ray to verify the electrode position and connection and it was observed that the primary and alternate vectors present artifacts, however, the secondary vector does not show artifacts, which could be because of air entrapment at xyphoid site. It was advised to program the device off and monitor the patient for 48 hours as the air could be absorbed. The device remains programmed off at this time. No additional adverse patient effects were reported.